Manufacturer narrative:
Unit responded to button presses. No unresponsive button noted. No damage to the keypad assembly noted. During visual inspection, found the j1 keypad connector on pcba 1 was corroded. Motor, electronic assembly and force sensor was also corroded. Unit passed displacement test and self test.

Event description:
Customer's mom reported via phone call that insulin pump had keypad anomaly. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer states that there is no response from any button. Customer states pressing menu button does not take them to the menu screen. Customer states using the up arrow does not allow them to navigate screens. Customer states using the down arrow does not allow them to navigate screens. Customer states an alarm was in progress at the time the button was unresponsive. Customer was unable to clear the alarm. Customer states all buttons are not responding. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.